Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the patient developed an infection. The system was explanted without adverse events. The patient's condition before, during and post procedure was stable. The patient would be treated medically and a new system would be implanted at a later date.